Event description:
The nurse reported that a tina machine alarmed with uf1 and uf2 errors. The patient reportedly complained of chest pain and difficulty to breathing. The patient was connected to the machine at that time. It is unknown if therapy was discontinued. It is unknown what interventions were required. It is unknown if the patient symptoms resolved. It is unknown if the patient continued therapy. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. It is unknown if an onsite visit was made to evaluate the device. Should additional information become available a follow-up will be submitted.